Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were not working.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation, the rear response button was intermittent. The cause for the failure was isolated to a creased rear response cable adn 3 damaged traces. The root cause for the damaged rear response cable could not be positively identified. No adverse event resulted from the defective monitor.